Event description:
The information for this report was provided by the patient's attorney. Two days following cataract extraction with intraocular lens (iol) implant, a patient was referred to a retinal specialist for treatment of endophthalmitis. The patient presented with complaints of eye pain/throbbing, swelling, and decreased vision. Examination revealed a 5% hypopyon, extensive fibrin deposition, and posterior synechia with the posterior chamber intraocular lens implant and no view of the retina. Visual acuity for the affected eye (os) was light perception. A vitrectomy and iol explant were performed. During explant surgery, extensive fibrin deposition, vitreous opacification, and significant posterior synechia were noted. Persistent bleeding was observed in the vitreous cavity and view of the retina was extremely limited, but there did appear to be a retinal hemorrhage as well as retinal necrosis. Visual acuity os remains light perception.